Event description:
During an unreported procedure, the 512x was introduced at the umbilicus. The safety shield did not perform properly and a laparotomy was performed to access bleeding for possible bowel injury.